Manufacturer narrative:
This report is being filed on an international product (architect cea, list (B)(4)) that has a similar product distributed in the us (architect cea, list (B)(4)). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Complaint trending report review determined that complaint activity was normal for the issue under investigation. The complaint investigation concluded that architect cea reagent 7k68-32, lot 05607lf00 is performing acceptably. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. There is no malfunction as retesting by the customer indicates a sample specific issue. In addition the customer was experiencing controls out of range on the days that suspect results were generated.

Event description:
The customer stated that a false negative architect cea result of <0.50 ng/ml was generated for a cancer patient under monitoring. The sample was retested the same day and the result was 2196.44 ng/ml. No adverse impact to patient management was reported.